Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the reduction forceps with ratchet points (399.98) are used in various trauma plating systems for reducing fractures. One pair of reduction forceps with ratchet points 200mm (part # 399.98, lot # a7qa41, mfg oct2007) was returned with the complaint that ¿the tip broke off a large fragment pointed reduction forceps.¿ upon receipt of the forceps, this complaint was confirmed as one of the distal points is no longer attached to the device and was not returned; approximately 22mm of material from the distal end is missing. It is likely that excessive shear force was exerted on these forceps causing this complaint condition. The drawing for these reduction forceps with points was reviewed ((B)(4)) and the design, material, and finishing processes were determined adequate for this device. This complaint is confirmed. The probable root cause of this condition is excessive force during fracture reduction. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered is corresponding to the specifications. The hardness was measured at the time of the manufacturing and was found to be good. No non-conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during intramedullary (im) tibial nailing procedure, tip of the forceps broke off when surgeon was attempting to reduce the fracture. It was reported that a back-up reduction forceps was used to complete the surgery. Implant was inserted without any problem. There were reports of a two minute delay. This report is 1 of 1 for complaint (B)(4).

Event description:
There was a surgical delay of less than two minutes.